Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event resulting in loss of consciousness and hospitalization. The user had recently started using the ilet on (B)(6) 2025 and was reportedly in the middle of a cartridge change. The user stated that the ilet delivered 180 units of insulin. Emergency services were called, and the user was treated in the emergency room with intravenous glucose and food. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system recorded a "more than usual" dinner meal announcement at approximately 6:00 pm on (B)(6) 2025, when the user's cgm glucose was 180 mg/dl. A 2-unit insulin prime occurred at approximately 6:30 pm, followed by a rapid drop in blood glucose. The user also performed a fill cannula step prior to completing the required rewind and tubing fill sequence. According to the instructions for use, the user must not be connected to the infusion set during the fill tubing process. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related factors, including incorrect cartridge change sequence, possible unintended insulin delivery while connected, and inappropriate use of "more than usual" meal announcements during the initial ilet learning period.